Manufacturer narrative:
The device did not return for investigation. Photographs were not provided; therefore, the complaint cannot be confirmed. The lot number was not provided; therefore, a review of device history records cannot be performed. Based on the information provided the root cause cannot be determined. Multiple attempts have been made to obtain the device. If additional information and/or the device are provided, a supplemental report will be filled accordingly.

Event description:
It was reported that the tip of the driver broke off during a case. The tip was retrieved from the patient.